Event description:
Customer reported excessive battery drainage of the pump, requiring daily charging. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up or troubleshooting.